Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post-op, the device could not be interrogated or programmed. Dashes were shown for the sensor and rate para-meters. The device was implanted for 15 minutes.